Manufacturer narrative:
The field service engineer (fse) replaced the syringe seals and the pinch tubing. The fse performed horizontal adjustments on the probe to ensure proper positioning during aspiration and dispensing. He also performed sample/reagent and sipper probe priming. No hardware issues were identified. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' plasma samples tested with elecsys probnp g2 assay on a cobas e411 immunoanalyzer serial number (B)(4). The customer stated that the pbnp samples were flagged as short samples, but the sample volume appeared ok. So they tested the samples again in hitachi cups and the initial results for sample 1, sample 2, sample 3, sample 4 and sample 5 were all < 50 pg/ml. The customer questioned the intial results and repeated the samples. The repeat results: sample 1: 7769 pg/ml. Sample 2: 2117 pg/ml. Sample 3: 7915 pg/ml. Sample 4: 863.2 pg/ml. Sample 5: 317.8 pg/ml. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. Multiple "sample short" and "sample liquid level detection (lld) noise" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. A general reagent problem can be excluded. The customer did not provide further information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.